Event description:
It was reported that guide wire coating peeled off and removal difficulties were encountered. The 80% stenosed target lesion with a significant bend of <45 degrees was located in the non-tortuous and severely calcified tibial artery. A 300cm straight tip v-14 control wire guidewire was used during the procedure. However, when the wire was inside of a 0.014 non-boston scientific support catheter, it was noted that the wire did not advance. When trying to remove the device, it did not come out. Eventually, when the device was removed , it was found that the coating peeled off. The procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
Media analysis: the device was not returned for analysis, however, photos were attached to complaint record and it was possible to observe the distal tip kinked and the polymer jacket detached with the corewire exposed. No other issues were identified. It is important to mention that the device was observed outside the original pouch.

Event description:
It was reported that guide wire coating peeled off and removal difficulties were encountered. The 80% stenosed target lesion with a significant bend of <45 degrees was located in the non-tortuous and severely calcified tibial artery. A 300cm straight tip v-14 control wire guidewire was used during the procedure. However, when the wire was inside of a 0.014 non-boston scientific support catheter, it was noted that the wire did not advance. When trying to remove the device, it did not come out. Eventually, when the device was removed , it was found that the coating peeled off. The procedure was completed via alternative method. No patient complications were reported.